Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported a patient was hospitalized with peritonitis. On (B)(6) 2016 her peritoneal dialysis fluid was cultured and showed no growth. The patient was treated with vancomycin 2g intraperitoneally (ip) two times a week for four weeks.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Clinical review revealed no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.